Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. The sample consisted of one incomplete it of product permcath 40cm. The incomplete kit came inside an open polybag and it was an open kit. Visual inspection was performed and did not present any defect in the components of the incomplete kit that was returned. The sample was submitted to an underwater test. Both lumen extensions did not show bubbles during the test. The device functioned as intended for a period of approximately 2 months. Additionally, there were no issues found during visual inspection and functional testing. This is enough information to discard manufacturing activities as a potential root cause. As per the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, or cuts which could impair its performance. Do not use acetone on any part of the catheter. Aqueous-based povidone iodine, exsept, hibiclens (chlorohexidine), amukin 50%, hydrogen peroxide, neosporin antibiotic ointment, bacitracin ointment, bactroban cream, isopropyl alcohol 70%, chloraprep can be used. Inter-mixing of these solutions has not been tested and is not recommended. Despite the defect was not confirmed, the most possible cause is related to a customer misuse. Based on the complaint description, the device functioned as intended for a period of approximately 2 months. The product sample was returned and the reported defect was not confirmed. Additionally, manufacturing performs 100% visual inspection per procedure and 100% leak testing and qa in process inspection. The catheter was retuned and no issues were found during visual inspection and functional testing; therefore it can be concluded that the product was manufactured according to specifications and functioned as intended for the reported amount of time, and a cause could not be related to manufacturing activities. The most probable root cause could be that the leak could be caused due to excessive force, sharp objects or due to an inappropriate use of cleaning agents. No further actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was errhysis (slow bleed) in the joint of the catheter when conducting dialysis, therefore dialysis failed. The catheter use was less than 2 months. There was no patient injury.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. Multiple attempts have been made for additional clarification on the incident reported. If additional pertinent information becomes available, the report will be updated.